Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), instructions for use (IFU), and procept's risk documentation. The aquabeam robotic system's treatment log files were reviewed. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. A root cause of the reported event could not be determined. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the review of the information provided plus a review of the treatment log files, DHR, IFU, and procept's risk documentation, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware during aquablation therapy, the patient's trigone was undermined by the high-velocity waterjet during the first treatment pass. It was further undermined during hemostasis. The treating surgeon noted that the cause was likely due to the patient's very soft tissue which was supported by feedback during hemostasis. Prolonged use of the catheter was the only intervention necessary and the patient is doing well. No malfunction of the aquabeam robotic system was reported.